Manufacturer narrative:
Complaint not confirmed.

Event description:
Customer used crayola timer light on her grandson and the bristles came off into his mouth while using the brush. They were able to remove the bristles and it caused him no harm.